Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery and cannula was bent. Troubleshooting was done. Customer's blood glucose was unk. Advised the customer to change the entire infusion set. No further info provided.